Event description:
It was reported that catheter was unable to pass through the anchor deployment tool, thus a new anchor tool was used. The anchor was never deployed, hence never implanted, and the catheter was unaffected in this process. The cause was not determined, and the issue was resolved. There were no symptoms or complications associated with the event. The pump device was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). The anchor deployment tool (adt) was only returned. Analysis and inspection of this tool noted an excess of polycarbonate material on the handle portion of the adt. This excess material partially occluded the lumen of the handle portion of the adt and would not allow the catheter to pass through the lumen.